Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had a crack in the extension tubing that caused fluid to leak out during use. The following information was provided by the initial reporter, translated from chinese to english: the nurse in the infection department performed indwelling needle puncture for the patient and found that there was a crack in the extension tube that caused the fluid to leak. In march, it was discovered many times, resulting in the need for re-puncture. The head nurse was very dissatisfied and hoped to avoid this situation.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had a crack in the extension tubing that caused fluid to leak out during use. The following information was provided by the initial reporter, translated from chinese to english: the nurse in the infection department performed indwelling needle puncture for the patient and found that there was a crack in the extension tube that caused the fluid to leak. In march, it was discovered many times, resulting in the need for re-puncture. The head nurse was very dissatisfied and hoped to avoid this situation.

Manufacturer narrative:
H.6. Investigation summary: it was reported there was a crack in the extension tube that caused the fluid to leak. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one video was provided for evaluation by our quality team. In the video, leakage in the tubing was observed. A device history record review was completed for provided material number 383312, lot 2026335. The review did not reveal any quality notifications or other events related to the reported defect. A quality assurance technician sampled four hundred ninety-five samples at the final assembly process and no leakage was found. According to the sampling plan applied to product performance, the lot was accepted. Bd was able to observe the indicated failure mode. However, a physical sample would be necessary to perform an evaluation and determine a probable root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.